Manufacturer narrative:
The reported event of the inability to pair the device was confirmed. Based on the information provided, it was determined that the user was using a phone that is not compatible with the mymerlin application. The reported event of unable to interrogate with a programmer was not confirmed. The root cause was unable to be determined with the available information.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. The icm was attempted to be interrogated on two systems, but was unsuccessful. The patient's health status was unknown.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. No intervention was performed. The patient's health status was unknown.